Manufacturer narrative:
One smiths medical cadd legacy plus pump was returned for analysis with a cracked front, rear housing and a cracked screen. Event log history was attempted but unable to download event history log. During analysis, the device was powered up and alarmed ec 1720 which is an issue with the back-up capacitor. Service will replace the back-up capacitor to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd legacy plus pump exhibited "error code 1720". It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.